Event description:
There was no damage on the product when it was opened. However, during the use of micro coagulation instrument tip (angled) at the operating room, the instrument didn't operate to grasp. The linkage part of tip finally was found to come off the instrument.

Manufacturer narrative:
Investigation in process, but not yet complete.